Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. 5076-52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Interrogation of the patient's device noted the right ventricular (rv) lead exhibited low r waves and t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.